Event description:
It was reported that the customer could not remove the sensor needle form the body. The blood glucose reading was not given. The needle had not broken. Nothing further was reported

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.